Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her son. The device allegedly gave repeated readings of 37°c. The child later had a febrile seizure and was taken to a hospital where a fever of 40°c and the presence of a virus was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.